Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and electric shock for atrial originated arrhythmias. The device delivered therapy due to two right atrial beats being cross chamber blanked by right ventricular sensed event. Reprogramming options and medication changes were recommended for this patient. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.